Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An investigation is ongoing to obtain additional information from the user facility regarding the reported event. The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The device was inspected and found the angulation of the scope broken. There was discoloration and cracks on the bending section glue and fraying in multiple areas. The forcep passage of the scope was inspected with a boroscope and found scratches and tear marks inside the channel. The insertion tube was noted be floppy and buckled with chemical damage. The most likely cause for the damaged scope is mishandling. The scope was repaired and returned to the customer. The instruction manual states ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during an unspecified procedure, the angulation wire of the scope was noted to be broken. There was no patient injury reported.